Event description:
The accounts maintenance stated there is no power on bed exit interface circuit board due to fluid ingress.

Manufacturer narrative:
The accounts maintenance replaced the bed exit interface circuit board to repair the bed.